Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was in disconnected mode, and no data was crossing over. Patients had to be manually added, and reports from the previous day did not print. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.